Event description:
An hcp ran a blood glucose test on the breeze2 and received a reading of 126mg/dl. The patient was re-tested on a hospital meter and the reading was 27mg/dl.the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.no additional information was provided.product was not replaced.

Manufacturer narrative:
The patient information and product information could not be obtained. It's not possible to determine the manufacture date without the product information.